Event description:
During customer maintenance, it was reported that the 9800 system required a new ps2 power supply. There was no report of pt injury.

Manufacturer narrative:
Delivered new ps2 power supply to the customer. No service required as customer already repaired the old ps2 power supply (replaced component). Left new power supply with customer. Service call closed.